Manufacturer narrative:
(B)(4). The lot 14g030 was manufactured on july 21, 2014 to july 23, 2014. The device was received for evaluation. Visual inspection via the naked eye identified a solid white particle approximately 1.08mm in length. The particle was identified to be acrylic material via ft-ir spectrophotometer scanning. The reported problem was verified. The assignable cause of the problem could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 3 of 4.